Event description:
It was reported that device damage and failure to recapture occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was inserted, and a watchman closure device and delivery system (wds) were advanced. The wds was deployed at the laa however the shoulder was too large, and the physician wanted to partially recapture for better positioning. During attempt at partial recapture, the access system was noted to be kinked at the tip and the closure device could not be recaptured. The closure device was released as is. The physician was able to make an adjustment to the shoulder and the closure device was release in a satisfactory position. After removal of the was from the patient's body, the kink was further observed. No patient complications were reported.

Event description:
It was reported that device damage and failure to recapture occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was inserted, and a watchman closure device and delivery system (wds) were advanced. The wds was deployed at the laa however the shoulder was too large, and the physician wanted to partially recapture for better positioning. During attempt at partial recapture, the access system was noted to be kinked at the tip and the closure device could not be recaptured. The closure device was released as is. The physician was able to make an adjustment to the shoulder and the closure device was release in a satisfactory position. After removal of the was from the patient's body, the kink was further observed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman access system (was) with blood in the device. The dilator was not returned. Product analysis confirmed the reported damage but could not confirm the reported difficult to recapture as clinical circumstances could not be replicated. Visual inspection revealed kinks in the sheath at 3cm and 57cm proximal of the tip. Microscopic examination revealed no other damage of defect. The observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation.